Event description:
It was reported a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2014. During the procedure, the tibial island fractured possibly due to hyper flexion. Subsequently, patient was revised on (B)(6) 2015. Competitor products were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."